Event description:
In the cath lab, an impella device was placed in the right groin. Although sedated, the patient became agitated and thrashed his leg. The device at that point began to alarm and it was found to be kinked in the patient. Upon trying to remove the device, the device broke at the point of the kink and remained in his body. The broken piece was able to be removed completely with snare. Post fluoroscopy showed no retained pieces and no lacerations or punctures from the device. The patient tolerated the incident well and a new device was successfully placed.